Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Computed tomography scan performed recently to evaluate abdominal pain and demonstrates the apex of the filter penetrated through the caval wall and all the filter struts also penetrated through the caval wall. Approximately, ten years of post-deployment, unsuccessful attempt were made on the removal of the filter. Around on month and thirteen days later, the patient presented for filter removal, using real-time ultrasound guidance, the right internal jugular vein was punctured, and a guide wire advanced into the upper inferior vena cava with fluoroscopic visualization, a straight guide wire was carefully advanced beyond the filter with subsequent placement of a 5 french kumpe catheter into the lower inferior vena cava. Cavogram revealed the filter was tilted with caval perforations of the apex and multiple struts. At least one strut was fractured. Kumpe catheter was then removed over the guide wire and replaced with a 16 french sheath. Because the filter was tilted with the apex perforated beyond the caval lumen. Not able to remove the filter from above, hence using real-time ultrasound guidance, the right common femoral vein was punctured with placement of an 18 french 30 cm sheath. Tried to place the bronchial forceps through the internal jugular sheath but was unable to engage the anteriorly tilted apex. A 5 french omni select catheter was then advanced distal to the filter, with the tip directed superiorly. An exchange length glidewire was snared and pulled out through the sheath. Once control the apex with the snare, able to advance the 16 french sheath and dissect the apex from the caval wall. The filter was then removed, one primary strut was fractured, and the filter was otherwise intact. Preliminary chest radiograph demonstrates a 2 cm filter fragment in a right lower lobe pulmonary artery. There was a migrated fracture fragment in the right pulmonary artery which was present prior to the filter retrieval. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter tilt, filter limb detachment and retrieval difficulties. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that the filter tilted, perforated and struts detached. The device has been removed percutaneously after multiple attempts. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that the filter tilted, perforated and struts detached. The device has been removed percutaneously after multiple attempts. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.